Event description:
At 10:30pm, 240 ml of enteral feeding solution were hung and the pump was set to deliver 45 ml/hr. At midnight, the patient vomitted 6 oz of feeding solution had been delivered, and the administration set tubing had been disingaged from the pump. At 6:30am, ml of water were added to the feeding container and the pump was set to deliver 45 ml/hr. After a few minutes the pump alarm was activated. Once again the tubing had been pulled away from the rotor mechanism and all of the water had been delivered. The reporter stated the tubing is secured to the patient's leg, and the reason for the tubing to become disengaged is that the child is very active. There was no illness, injury or medical intervention resulting from the event. One patient involved.